Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 9 mg/ml; 2.5311 mg/day and bupivacaine 15 mg/ml; 4.218 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2018. It was reported the patient experienced increased pain that began the evening of (B)(6) 2018 and was concerned the pump was not functioning properly. The hcp thought the pump was older. The patient had been fine with no problems up to this point. There were no reports of falls or injuries. The last programming change was (B)(6) 2018. There were no reports of audible pump alarms. The hcp had tried contacting the pump follow up physician but was unable to reach them. The hcp wanted pump telemetry done to confirm pump status but did not have access to an 8840 (clinician programmer). No further complications were reported.